Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the atp console was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect atp board has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, a beeping noise was heard emitting from a the imaging system. It was reported that communication could not be established with the viewing station of the imaging system. The imaging system and viewing station were restarted and functionality was restored. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The suspect atp board has been received by the manufacturer for evaluation. The reported issue was conformed. When the atp board was installed in an imaging system. System readied and at actuation of 2d or 3d a soft beeps sounds but exposure is not successful.